Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported with skin irritation after using the device, dermatologist advised to stop using the device.